Event description:
It was reported that a spectrum infusion pump delivered an infusion at a lower rate than the device was programmed. The customer reported that the device "pumps only 45 ml". It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). During baxter's functional testing, flow rate inaccuracies of approx -12% were observed. Baxter's engineering investigation is currently in progress and a supplemental report will be provided when the evaluation is completed.